Event description:
It was reported that the device had no telemetry, and no output. Unsuccessful attempts to communicate with the device were made with multiple programmers. The device was pacing, but then had stopped. Additional information obtained through follow-up was that the patient did have an underlying rhythm. Sensing difficulty was observed. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.